Event description:
It was reported that a cardiac perforation, pericardial effusion, and cardiac tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was no pre-existing pericardial effusion noted prior to procedure. The patient was not under warfarin nor antiplatelet drugs at the time of the event. Two venous accesses were obtained in the right femoral vein. A 11 french long sheath was inserted for use with an intracardiac echocardiography (ice) catheter for procedural imaging. A 6french short sheath was inserted to the right femoral vein and the versacross rf wire was introduced and advanced to the superior vena cava (svc). The 6french sheath was exchanged for the watchman fixed double curve sheath. The watchman sheath was advanced to the svc and the versacross wire was withdrawn until the rf tip rested within the tip of the dilator. The ice was used to sweep the appendage for thrombus and to sweep for a pericardial effusion. No thrombus or effusion were noted. The drop down to the fossa was performed and position was achieved for an inferior and mid transseptal puncture. The radio frequency energy was applied and the versacross wire was advanced across the septum into the left atrial appendage (laa). The watchman sheath was then advanced over the wire to dilate the puncture in preparation for the ice catheter to be inserted into the laa and ostial measurements taken. Once the watchman sheath was pulled back into the right atrium, while the physician was attempting to cross the septum with the ice catheter, a glimpse of a pericardial effusion encompassed the entire heart. The physician confirmed that there was a rapidly increasing pericardial effusion and called for pericardiocentesis tray. The patient's chest was prepared, and the pericardial space was accessed and a drain inserted. The physician attempted to aspirate fluid to reduce the effusion, but it soon became clear that he was unable to reduce the effusion due to the rate at which it was increasing. The watchman sheath was re-advanced into the laa, removed the dilator, and performed a contrast injection to visualize the laa. A large perforation was noted to the distal aspect of the appendage. The physician requested a large peripheral balloon, inserting it through the watchman sheath and across the perforation into the pericardial space. Once inflated, the balloon was pulled back and used to apply pressure to the perforation, stemming the outward flow of blood and allowing the physician to aspirate and reduce the pericardial effusion and stabilize the patient. Pericardial tap was initially performed revealing bright red blood. Surgery was consulted and the decision was made to intervene with open chest to repair perforation, rather than risk transporting the patient to the operating room and dislodging the peripheral balloon while moving the patient. In the physician opinion, the cardiac physician advanced the pigtail rf wire and sheath together through the distal wall of the laa. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.